Event description:
The lay user/pt called scan (lfs) and alleged that his meter was set to the incorrect unit of measurement. The medical affairs specialist (mas) mailed a letter in 2005, since the user could not be reached by telephone for further clarification. The pt reported that his meter was set to mmoi/l. He normally obtains his results in the mg/dl. The pt attempted to ask his spouse for something to eat because he felt low, but he passed out before he could ask. The paramedics were called, but the pt was unable to state what kind of treatment he received. He did not report any results from any other devices. It would have been helpful to know what the pt's blood glucose results were at the time of the event and what kind of treatment he received. A replacement meter has been sent.